Event description:
Provider spoke to (B)(6) in tech services ext 7975 to advise that the consumer claimed the chin cup on the compact got really hot and started melting. Provider could not duplicate the issue but did visually see the cup deteriorated. Provider advised (B)(6) that he will be calling back today to get send the unit in for evaluation. No additional information provided.